Manufacturer narrative:
Concomitant medical product: dtba1d1 crtd implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The output of the patient's left ventricular (lv) lead was adjusted and the stimulation was resolved. The lv lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.